Event description:
It was reported that the subject device had a disconnection problem. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a disconnection problem. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable flooding, image capture flooding, electrical contact corrosion, connector cracks, scope mount corrosion operation, main body scratches (lens), and discoloration of the main body. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the provided information, both flooding issues appear to be related to cable scratches. Cable flooding may result from water entering through cable scratches, while image capture flooding could be caused by similar damage. Consequently, it was determined that the product did not meet specifications. After reviewing the photographs of the product returned to the repair center, we confirmed cable damage, electrical contact corrosion, scope mount corrosion, main body discoloration, scratches on the main body (lenses), and connector cracks. Although heavy scope mount operation, cable flooding, and image capture flooding were indicated, we could not verify these phenomena from the photographs. Olympus will continue to monitor field performance for this device.